Event description:
Patient reported right side "wrinkling" and "lymph nodes." Patient additionally reported granuloma. Patient later reported capsular contracture baker grade iii, rotation, and nodule. Device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ wrinkling: not observed. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ malposition: unable to observe since it is not related to the device. ¿ lump/nodule-ndr: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side "wrinkling" and "lymph nodes." Patient additionally reported granuloma. Patient later reported capsular contracture baker grade iii, rotation, and nodule. Device has been explanted.

Event description:
Patient reported right side "wrinkling" and "lymph nodes". Device remains implanted. Patient later reported capsular contracture baker grade iii, rotation, nodule.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient additionally reported granuloma.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.